Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration , regurgitation, and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification through a clinical trial that this patient presented with heart failure secondary to structural valve deterioration after 2 years and 8 months from implantation of a 27mm pericardial mitral valve. As reported, the patient consulted in emergency room for dyspnea. Heart failure secondary to mitral valve dysfunction and hypovolemia. Patient was hospitalized for 10 days and was treated with lasix IV. The event was reported as resolved with sequelae by the date of discharge. The patient accepted redo surgery and declined aggressive treatment if surgery is impossible. In addition, it was reported that the patient had mild mitral central regurgitation (grade +2) and stenosis with maximum gradient of 19 mmhg and mean gradient of 7 mmhg with severely dilated left atrium after an implant duration of approximately 1 year and 11 months. The patient also had a 32mm annuloplasty ring implanted in tricuspid position at during the initial mitral valve surgery. The patient now presents with moderate to severe tricuspid regurgitation after an implant duration of approximately 1 year and 11 months, inducted by the dysfunctional mitral valve.

Event description:
Edwards received notification that this patient presented with central regurgitation (3 out of 4), maximum gradient of 23 mmhg and mean gradient of 9 mmhg due to structural valve deterioration after approximately 3 years and 5 months from implantation of a valve model 7300tfx27mm in the mitral position, as noted by echo. As per crf, it was also noted during first echo follow-up visit a mild mitral central regurgitation (grade +2) and maximum gradient of 19 mmhg and mean gradient of 7 mmhg with severely dilated left atrium. Second echo showed mild central leak (grade +2) with maximum gradient of 23 mmhg and mean gradient of 8 mmhg. The event was assessed by the principle investigator as related to the study valve. According to the reported event narrative: "patient consulted in emergency room for dyspnea. Heart failure secondary to mitral valve dysfunction and hypovolemia". The patient was treated with lasix IV. The event was reported as resolved with sequelae by the date of discharge. As reported, patient is under medical treatment and no redo surgery was planned.

Event description:
Edwards received notification that this patient presented with mild central leak (grade +2) due to structural valve deterioration with heart failure after 2 years and 8 months from implantation of a 27mm pericardial mitral valve. The event was assessed by the principle investigator as related to the study valve. Echo confirmed heart failure and valve insufficiency. According to the reported event narrative: "patient consulted in emergency room for dyspnea. Heart failure secondary to mitral valve dysfunction and hypovolemia. Patient was hospitalized for 10 days". The patient was treated with lasix IV. The event was reported as resolved with sequelae by the date of discharge. As reported, patient is under medical treatment and no redo surgery was planned. It was also noted a mild mitral central regurgitation (grade +2) and maximum gradient of 19 mmhg and mean gradient of 7 mmhg with severely dilated left atrium after an implant duration of approximately 1 year and 11 months.